Event description:
It was reported that this right ventricular (rv) lead gave inappropriate shock therapy due to double counting on the right atrial (ra) /right ventricular (rv) channels. As a result, tachycardia therapy was programmed off. A chest x-ray was performed and found that this lead was dislodged. Subsequently, this lead was explanted and replaced successfully. This lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. Testing was then completed to assess lead inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead gave inappropriate shock therapy due to double counting on the right atrial (ra) /right ventricular (rv) channels. As a result, tachycardia therapy was programmed off. A chest x-ray was performed and found that this lead was dislodged. Subsequently, this lead was explanted and replaced successfully. This lead is expected to be returned. No additional adverse patient effects were reported.